Event description:
It was reported to fresenius that a blood clot formed inside the optiflux dialyzer during the patient¿s hemodialysis (hd) treatment. The event occurred approximately 14 minutes after treatment initiation. The machine, a fresenius 4008s machine, alarmed appropriately with an air detection alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood clot formed inside the optiflux dialyzer during the patient¿s hemodialysis (hd) treatment. The event occurred approximately 14 minutes after treatment initiation. The machine, a fresenius 4008s machine, alarmed appropriately with an air detection alarm. The air leak was confirmed to be internal. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: b5 (confirmed of internal leak).

Event description:
It was reported to fresenius that a blood clot formed inside the optiflux dialyzer during the patient¿s hemodialysis (hd) treatment. The event occurred approximately 14 minutes after treatment initiation. The machine, a fresenius 4008s machine, alarmed appropriately with an air detection alarm. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation however photographs of the sample were provided. The photographs depict a dialyzer connected to blood lines from different angles. There is blood throughout the dialyzer as expected. There are varying tints of red to the dialyzer, however no clot or defect is visible in the photographs. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached with the provided information. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.